Event description:
Caller reported an error with their continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions to reset the pump, and the caller planned to proceed with the reset and follow up if the issue continued.